Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a battery longevity anomaly about a month after implant. It was noted that the device may have been left in cold temperatures prior to implant.